Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).